Event description:
Boston scientific received information that the left ventricular (lv) lead displayed increased pacing threshold measurements. Additionally, loss of capture (loc) with no asystole was observed. Lead insulation damage was noted. A revision procedure was performed and the lv lead was explanted and returned for reliability analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection revealed fracture approximately 48cm from the terminal pin, distal area of the suture sleeve tie-down. Additionally, the inner insulation showed wear at this location. This type of damage is consistent with repeated stress over time. The reported loss of capture and increased pacing threshold measurements was likely the result of the lead damage observed by the laboratory.